Manufacturer narrative:
Information contained in this report was previously submitted through asr on 25/apr/2014 and 17/jul/2014. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: yellow particle material was noted on the outer surface of the device. <75% partial separation was noted at the diaphragm valve disk shell. Clear fluid was noted inside the device. One curved linear opening was not on the anterior portion of the shell. Total separation of the plug strap was noted. Discoloration and wear abrasion were noted at the thinner surface. A flat crease of the shell was noted. No blockage of the port hold/diaphragm valve was observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side deflation. Follow-up finding per pathology report: additional event of left side "adherent portion of membranous soft tissue." Patient representative reported "plaintiff was implanted with biocell devices, which plaintiff contends caused injuries. Manufacturing defect, failure to warn, breach of express warranty, design defect, negligence, consumer fraud, and loss of consortium. Patient has not been diagnosed with bia-alcl." This record is for the left side. The device has been explanted and replaced.